Manufacturer narrative:
Device evaluation summary: the medtronic service engineer (se) evaluated the device. At start up the ventilator generated a background fault. The se performed testing and allowed the ventilator to ventilate on a test lung for 72 hours without a fault. The reported event was unable to be duplicated. The ventilator passed all testing per manufacturing specification and was placed back into clinical use. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use this 980 ventilator went ventilator inoperative with the safety valve open. The patient was removed from the ventilator and placed on an alternate ventilator with no harm reported. Although reported that the ventilator was inoperative, a review of the ventilators diagnostic logs indicates the ventilator entered into back up ventilation.